Manufacturer narrative:
Device was not returned to the manufacturer, therefore, no method, results or conclusions could be determined. The product was explanted and we are still actively attempting to obtain this explant date and will report this information when obtained. To date the patient are making satisfactory progress.

Event description:
Patient developed an infection.